Event description:
*Customer reported that insulin is continuing to drip out during the manual prime process after she lets go of the act button. . Customer stated they are unable to exit the "preparing to prime" loop. The blood glucose reading was 169.2 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was monitored and no noise anomaly was noted during testing. The insulin pump was received with a severely scratched display window, cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.